Manufacturer narrative:
(B)(4). Additional information from the importer report: date of this report: (B)(4) 2012, brand name: uretex sup urethral support system, catalog #485013, lot #c22164sup, (B)(6).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment.